Event description:
A (B)(6) male patient's wife called in to zoll lifecor customer support to report that his battery charger was not charging his batteries. The patient was provided with a replacement battery charger and replacement batteries.

Manufacturer narrative:
Device evaluation summary: device evaluations of battery charger sn (B)(4) and battery pack sn (B)(4) have been completed. The reported problem (charger not charging batteries) has been confirmed. During service investigation, it was discovered that the cause of the charger malfunction was defective components (q1, d4, d13, d14). Q1 is the current controlling component of the battery charger. The root cause of the defective components cannot be positively identified but was likely random component failures. No adverse event resulted from the defective component. The patient received a replacement battery charger and replacement battery.